Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "inadequate range of motion due to improper selection or positioning of components."

Event description:
It was reported the patient underwent a total knee arthroplasty in 2005. Subsequently, patient was revised on (B)(6) 2014 due to loss of range of motion. Competitor products were utilized to complete the procedure.